Event description:
Same case as MDR ID# 2134265-2013-07928. It was reported that balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. The 2.75mm x 20mm emerge balloon catheter and the 20mm x 2.75mm nc quantum apex balloon catheter were advanced to the target lesion. The two balloons were inflated but failed to expand fully. It was noted that both balloons ruptured below the rated burst pressure due to the calcification of the lesion. The 2 devices were removed from the patient and nothing was left behind. The procedure was completed using a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).